Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent right ventricular (rv) lead revision for possible dislodgement, it was noted when the lead was placed back into the device header, there was a large amount of noise, and impedances fluctuated from 380 to greater than 2500 ohms. The physician decided this was a device issue, and explanted and replaced the device at that time. The chronic rv lead was implanted into the new device and impedance measurements were normal and within range. To date, no adverse patient effects have been reported.